Event description:
It was reported that this right atrial (ra) lead exhibited pacing impedance high out range. The device recorded pacemaker mediated tachycardia (pmt) episodes due to sinus tachycardia. Ventricular tachycardia (vt) was marked at each of the pvp. Oversensing was suspected but technical services (ts) confirmed there was no oversensing present. Programming options were discussed. This lead remains in service. No adverse patient effects were reported.